Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A lubricant was applied sparingly to the o-rings that seal the connection between the breathing system and the single use sodalime canister to resolve the issue. An incomplete seal can exist between the disposable absorber and the breathing circuit lower assembly of the carestation 600 series systems. This incomplete seal can allow rebreathing of patient gases that have bypassed the carbon dioxide (co2) absorbent material and could result in unintended elevated inspired levels of co2 (fico2), which could lead to hypercarbia. Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on (B)(6) 2017. The gehc internal field modification number is fmi 34086. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the carestation 650 anesthetic machine displayed false high co2 readings during patient cases.